Event description:
A healthcare worker complained of an eye splash while working with cidex plus solution. The worker saw an ophthalmologist and was advised there was no permanent damage to her eye. The physician gave her lubricating eye drops. The worker was not wearing eye protection when the event occurred.